Event description:
It was reported by the patient's family member that the patient's heart rate is going high and bouncing all over the place. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).